Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for longer than 15 minutes. Reportedly, the customer keeps the pump placed in their undergarment, and when the pump is place outside of their undergarment the reported loss of connection issue does not occur. No additional patient or event information was available.